Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument was moving horizontally and vertically in reverse. The user was completing the procedure as planned to use a backup vessel sealer extend instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who was present in the procedure and obtained the following information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while attempting to manipulate instruments from the surgeon console. The movement of the instrument did scale appropriately to the surgeon's movement, and the timing of the movement had no delay. No shakiness or friction was observed. There was no instrument or system interference and nor was there any external collision. The issue was persistent, and the issue occurred from the beginning. The force bipolar instrument attached to the arm 1 was loose in the wire and was moving differently than usual. It was suspected that the endoscope was malfunctioning, so the endoscope was reconnected and reversed it several times. Finally, the wire of the force bipolar instrument was confirmed to be loose, and it was replaced. After that, the same movement was confirmed when the vessel sealer extend (vse) was attached to the arm 3. Since there was no problem with installing monopolar curved scissors on the arm 4, it was confirmed that it is not an error in the arm. It was confirmed that the vse jaw moved in reverse outside the body. There were no photos or videos for isi to review. Patient demographic information was not provided.isi did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators, however the grip tips moved in the opposite direction. This behavior was observed in the yaw direction(s). The probable root cause of the customer reported issue cannot be determined based on the failure analysis results. Additional findings related to customer reported complaint: the instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. Other components adjacent to the dislodged snake wrist do not show damage. The probable root cause is attributed to damage during use, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend instrument was transferred to a failure analysis engineer (fae). Initial fa findings were confirmed. The instrument exhibited unintuitive motion when operated through the surgeon side console. It was noted that the main tube tabs were misaligned with the slots they're typically seated in, and the distal subassembly was freely rolling. The instrument was disassembled to check for damage to roll gear keys that could cause the instrument to move unintuitively. No damage was observed on the roll gear keys. The issue was discussed with design engineering, and it was agreed upon that the unintuitive motion was caused by the dislodged main tube tabs which could most likely be attributed to the use condition. The code for dislodged main tube will be made the new primary code, and unintuitive motion will be added as a related finding. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube.